Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There were no similar complaints in the lot.. One opened sample was returned for review. Visual inspection of the sample found no damage. Functional testing of the sample, however, confirmed leakage at the silicone extension between the hub and the silicone disc. Closer examination of the area under magnification found a small slit/cut in the silicone. Since the sample was returned opened, a definite root cause for the reported issue could not be established. It could not be determined if the damage was the result of an event within the assembly, unit storage, or packaging of the product or if the damage occurred after reaching the customer facility. Since a definite root cause could not be established, determining the appropriate corrective action is not possible. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported a defective PICC line that was pulled from a patient leaking at the hub. A new PICC was placed for continuation of prescribed therapy. There was no patient harm.